Event description:
Customer called on (B)(6) 2011, reporting that they have had 2 erroneously high immage immunochemistry system rheumatoid factor (rf) reagent results generated on an immage 800 immunochemistry system for two patient samples which were reported out of the lab on (B)(6) 2011. Customer reported that both patient results generated rf values of 22 iu/ml but were <20 iu/ml when rerun. Upon follow-up with the customer, they explained that the qc level 2 was out low when they had run the two patient samples but the technician did not check if the qc was out and was not aware of the issue. Customer mentioned that once rf reagent was recalibrated, controls and patient samples were run, the results were fine. Customer believed that there was no instrument malfunction and this was more of a reagent issue because recalibration of reagent brought qc back in range. Customer reported that no change to patient treatment was made on the reported erroneous results. Field service engineer (fse) was not dispatched for this event as customer stated that the issue was due to the qc not within established ranges. Hotline had requested for new lots of reagent and calibrator to be sent to customer to use.